Manufacturer narrative:
H.6 investigation summary: material #: unknown. Lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed.

Event description:
It was reported that during use with an unspecified bd eclipse¿ needle there was vaccine leakage. There was no report of patient impact. The following information was provided by the initial reporter, translated from dutch to english: we have received the following communication regarding vaccine loss, we are forwarding this to you for your information and are curious if you can provide any substantive advice regarding these observations.

Manufacturer narrative:
Unknown manufacturer: a catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with an unspecified bd eclipse¿ needle there was vaccine leakage. There was no report of patient impact. The following information was provided by the initial reporter, translated from dutch to english: we have received the following communication regarding vaccine loss, we are forwarding this to you for your information and are curious if you can provide any substantive advice regarding these observations.